Event description:
As reported by the edwards field clinical specialist, approximately 72 hours following a successful transfemoral tavr procedure, the patient experienced episodes of second degree heart block (hb), type 2. A dual chamber permanent pacemaker (ppm) was subsequently implanted and the patient was discharged home two days later in stable condition. The patient has a history of junctional rhythm (jr), and was noted to be in jr at baseline and immediately post tavr. The sapien valve was implanted in a 60:40 aortic position. The native aortic annular diameter was 23mm by tee. The native aortic valve was severely calcified. There was mild ventricular septal hypertrophy. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Per the implanting physician, the perceived cause of the second degree hb was the patient¿s preexisting conduction defect (jr) and heavy left ventricle outflow track (lvot) calcification.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Although the cause of the second degree hb in this case cannot be confirmed, the patient¿s underlying heart disease, history of conduction defect (jr), mild ventricular septal hypertrophy, and severe native valve and lvot calcification, may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.